Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
Patient stated "I need to have it replaced because it's a bad one". Additional information received reported early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Patient stated "I need to have it replaced because it's a bad one." Additional information received reported early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the atrial lead was fractured and that there was very elevated threshold. The atrial lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors. (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.